Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that erroneous calcium_2 (ca_2) results were obtained on patient samples from an atellica ch 930 analyzer. Quality controls (qc) were unacceptable at the time of the event. After the customer replaced the calibrators, qc, and the reagents, the qcs were still elevated. The customer cleaned the sample mixer impeller and the sample probe, primed the sample arm, and auto-aligned the sample arm and sample mixer. An autocheck passed and qcs were again unacceptable. The customer indicated that they repeated some samples on an alternate atellica ch 930 analyzer at the site and the results also recovered comparably. However, the customer did not provide the results obtained on the alternate instrument. Therefore, MDR 2432235-2023-00075 was filed in an abundance of caution. The customer stated that the millipore deionized water system had a defective circuit board and has been in a "bypass" mode, with water filtration only being performed by a qgard filter. Siemens advised the customer to immediately replace the qgard filter and to replace the qgard filter every 4 to 6 hours. The qgard filter was replaced, and water was flushed through the analyzer. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse was informed that the millipore representative determined that there was a water quality issue. There was no instrument malfunction. After a new filter was installed on the millipore, qc recovered within acceptable ranges. The analyzer is performing according to specifications. No further evaluation of this device is required.

Event description:
Erroneous calcium_2 (ca_2) patient results were obtained on seven patient samples on an atellica ch 930 analyzer. The erroneous results were not reported to the physician(s). The samples were redrawn and retested the next day. The repeat results were not provided by the customer and the correct results are unknown. There are no reports of patient intervention or adverse health consequences due to the erroneous ca_2 results.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00074 on 28-feb-2023. Additional information (08-mar-2023): siemens further investigated the incident. The initial report indicated that the millipore deionized water system had a defective circuit board. The customer indicated that the malfunctioned circuit board was addressed, the water filters were replaced, and the external water system was flushed. There was no instrument malfunction. The contaminated water coming from the external water system to the instrument potentially contributed to the erroneous calcium_2 (ca_2) results. The instrument is performing according to specifications. No further evaluation of this device is required. Supplemental MDR 2432235-2023-00075_s1 ,was filed for the same issue.